Manufacturer narrative:
The device performed as intended. The device was not returned for evaluation. Pneumothorax is a known short-term complication of bronchoscopy and may occur when a lung biopsy is performed during bronchoscopy procedure.

Event description:
Patient underwent monarch bronchoscopy procedure with biopsy under clinical protocol and auris became aware of an event from clinical case report form that on (B)(6) 2019 a pneumothorax was identified in a patient following a bronchoscopy procedure performed on (B)(6) 2019 using the monarch endoscopy platform (monarch platform). According to the report, a six-millimeter pneumothorax was observed in a post procedure x-ray approximately 2 hours post bronchoscopy procedure. The x-ray was repeated approximately 3 hours post procedure and the patient was deemed stable and discharged from the hospital. The patient reported a mild sore throat and chest pain but otherwise felt fine in a 24-hour follow-up phone call. Two (2) days after the procedure ((B)(6) 2019), an urgent care physician contacted the hospital where the procedure was performed to report that an x-ray indicated a 25% collapse of the patient's right lung. A fellow advised sending the patient to hospital to be monitored with repeat x-ray in morning. On (B)(6) 2019 a fellow received a call from physician at the hospital indicating that the patient's pneumothorax measured 13 mm and chest CT demonstrated hydropneumothorax at time of admission. A repeat x-ray demonstrated 29 mm pneumothorax and a chest tube was placed. The patient saw her normal pulmonologist on (B)(6) 2019; and the patient was fully recovered. The physician who performed the bronchoscopy procedure reported that no malfunction of the auris device was observed at the time of the patient's procedure.